Event description:
Caller reported aviva system blood glucose result of 128 mg/dl at 9:00am. He reported no symptoms at that time. About 1.5 hours later began feeling sweaty and shaky. His wife called 911 and emts arrived about 30 minutes later. Upon arrival, customer advised that his blood glucose was not tested immediately. He advised he wanted to be taken to the hospital. In ambulance, emts did test on their professional meter; result was in 500s mg/dl. Emts then gave an insulin shot to the customer. Insulin type and amount given not provided. Five minutes after insulin was given, blood glucose was taken again on professional meter and result was in 500s mg/dl. Estimates arrival at hospital was around 11:00am. Upon arrival at hospital, various tests were run on customer was given a steady insulin therapy. Went home at 9:30pm. Blood glucose reading at that time was 240 mg/dl. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.